Event description:
Customer reported significantly diminished vaporization efficiency at 183,370 joules of use. A second fiber was used to complete the case. There was no report of injury.

Manufacturer narrative:
The customers initial report indicated diminished vaporization efficiency, which is not considered a reportable issue however, upon analysis of the returned fiber, this event is being reported. Analysis of the returned fiber found the fiber cap to be detached; the fiber broken proximal to the fiber/cap fusion zone. The fiber cap was not returned. The fiber condition could result in a forward firing condition, which has been identified as a potential safety issue. No injury was reported as a result of this event. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).